Event description:
It was reported that the 9600 system would not boot up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The c-arm was connected to the wrong workstation. When the c-arm was connected to the correct workstation, it booted up correctly. The system was tested and found to be working as intended and put back into service.